Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic appendectomy procedure. The device was being applied to the stump of the cecum and the appendix. The stapler did not function correctly which led to unformed staples. The stapler was able to fire. There was poor staple formation and the staple line was incomplete at the distal end. Hemostasis using suture was done to fix the incomplete staple line. In order to resolve the issue and complete the case, another reload was opened. There was no unanticipated tissue loss, tissue damage, blood loss over 500cc, or extension of the operating time. The patient status is alive, no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one endo device. Visual and functional testing of the product was completed with acceptable results. Evaluation of photos showed evidence of overcrimped staples. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if the reload is applied over tissue that is below the indicated range of thickness. The potential root cause of the observed damage was misuse of the product which could have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.